Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited.

Event description:
It was reported that the vacuum in the bd vacutainer® sst¿ blood collection tubes was not functioning properly.